Event description:
Reporter noted system not recognizing handpieces during set-up; wouldn't tune. Pt had been blocked and prepped for surgery. They patched the eye and sent pt home. Cancelled following cases.